Event description:
The user report that during use of this side cutting bur to perform a tooth extraction, the tip broke. All detached pieces were retrieved without injury, and the procedure was completed.

Manufacturer narrative:
To date conmed linvatec has not received the product for eval. A follow-up report will be submitted upon receipt of the device and completion of an eval. Associated MDR: 1017294-2009-00070.